Manufacturer narrative:
Product event summary: performance data of the lead was collected from the device and analysis of the device memory yielded no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Blood was observed on the sleeve-head of the lead. The outer insulation of the lead was observed to have blood ingression in the lumen. Visual analysis indicates the lead was damaged at implant. It was noted that the lead was received with the helix fully extended with dried blood on sleeve-head. The amount of blood ingression along the lead length leads to the conclusion that the cut occurred at implant. The outer insulation breach did contribute to the complaint of high thresholds.

Event description:
It was reported that post implant interrogation shows high thresholds on the right ventricular (rv) lead. A chest fluoroscopy shows a possible micro-dislodgement on the lead. The rv lead was revised and placed in the low septal region instead of the rv apex. After the lead revision, another post op interrogation shows high thresholds on the rv lead again. The rv lead was extracted and a new lead was implanted. It was further reported that the right atrial (ra) lead was found to have dislodged after the first rv lead revision. The ra lead was extracted and a new lead was implanted. The patient had a pleural effusion due to the lead replacement and was treated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.